Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During a clinic follow-up, purulent discharge was observed from the patient's device pocket. The patient was prescribed medication, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.